Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
This complaint was created to capture the 1st of 2 related incidents. It was reported bd syringe 3ml ll 200 s/c during use did not deliver the insulin. The following information was provided by the initial reporter: verbatim: it was reported that the customer stated insulin not coming out of the needle, and upon attempting to remove and reinsert the same needle-customer reported that needle flew off syringe upon attempting to apply pressure on the plunger. Verbatim: "description of issue: customer reported insulin not coming out of the needle, and upon attempting to remove and reinsert the same needle-customer reported that needle flew off syringe upon attempting to apply pressure on the plunger. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 160. If bg between 54-500, no more bg questions needed. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer reported having changed out syringe needle to resolve the issue and successfully resumed her insulin therapy.

Manufacturer narrative:
The following information has been updated: g.4. Date received by manufacturer: 2020-02-06. H3 other text : see h.10.

Event description:
This complaint was created to capture the 1st of 2 related incidents. It was reported bd syringe 3ml ll 200 s/c during use did not deliver the insulin. The following information was provided by the initial reporter: verbatim: it was reported that the customer stated insulin not coming out of the needle, and upon attempting to remove and reinsert the same needle-customer reported that needle flew off syringe upon attempting to apply pressure on the plunger. Verbatim: "1. Description of issue: customer reported insulin not coming out of the needle, and upon attempting to remove and reinsert the same needle-customer reported that needle flew off syringe upon attempting to apply pressure on the plunger. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 160. If bg between 54-500, no more bg questions needed. 4. Item number? 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: customer reported having changed out syringe needle to resolve the issue and successfully resumed her insulin therapy.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
This complaint was created to capture the 1st of 2 related incidents. It was reported bd syringe 3ml ll 200 s/c during use did not deliver the insulin. The following information was provided by the initial reporter: verbatim: it was reported that the customer stated insulin not coming out of the needle, and upon attempting to remove and reinsert the same needle-customer reported that needle flew off syringe upon attempting to apply pressure on the plunger. Verbatim: "1. Description of issue: customer reported insulin not coming out of the needle, and upon attempting to remove and reinsert the same needle-customer reported that needle flew off syringe upon attempting to apply pressure on the plunger. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? 160 if bg between 54-500, no more bg questions needed. 4. Item number? 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution? Customer reported having changed out syringe needle to resolve the issue and successfully resumed her insulin therapy.